Event description:
It was reported by repair work order that the brakes could not be engaged due to broken groove pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.